Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Patient diagnosis: liver transplant.

Event description:
It was reported that at 0930 when doing am medications on (B)(6) 2020, the rn noticed that tpn was running at a rate of 101 ml/hr instead of ordered 100 ml/hr. Rn modified pump and did a rate dose verify, but was never prompted for a dual sign of the tpn change. When rn reviewed charting, it was noticed that the 0700 rate dose verify showed that tpn was running at the 101 ml/hr rate, but no error message was flagged that this was not the correct rate for the medication to run. There was no impact or consequence to the patient.

Event description:
It was reported that at 0930 when doing am medications on (B)(6) 2020, the rn noticed that tpn was running at a rate of 101 ml/hr instead of ordered 100 ml/hr. Rn modified pump and did a rate dose verify, but was never prompted for a dual sign of the tpn change. When rn reviewed charting, it was noticed that the 0700 rate dose verify showed that tpn was running at the 101 ml/hr rate, but no error message was flagged that this was not the correct rate for the medication to run. There was no impact or consequence to the patient.

Manufacturer narrative:
Investigation conclusion: the report of a tpn rate change without intervention was partially confirmed. A rate change from 100ml/hr to 101mlhr did occur, however the change was due to the user selecting the up arrow key prior to starting the infusion. The pcu event log shows pump module s/n (B)(6) received a remote IV request for tpn (drugid 652) at a rate of 100ml/hr with a vtbi of 2400ml at 9:40 pm on (B)(6) 2020. Prior to starting the infusion, the user selected the up arrow, which increased the rate from 100ml/hr to 101ml/hr. The user then selected softkey 14 (start) and started the infusion. Based on the report from the customer it appears that the rate change was unintentional. Device inspection: n/a, only the device logs and customer dataset were received for investigation. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported of a tpn rate change was identified as due to a user programming. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 14feb2002. A review of the device service history record was performed beginning from the date of manufacture to the present date 09dec2020 and indicated that this device has been previously returned 4 times for service for repairs unrelated to the reported issue. H3 other text : no devices received, log review only.